Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. Customer changed out multiple sets but was unable to bring the blood glucose level down. The device will not be returned for analysis.